Manufacturer narrative:
The lens was returned to bausch + lomb for evaluation. Visual inspection found the lens in two pieces, the optic torn off and one haptic bent. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's left eye due to a posterior capsule tear occurred during implant. Anterior vitrectomy was performed and an anterior chamber lens was implanted successfully. The prognosis was reported as "excellent".